Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The location of the detachment is baunch. The infusion set was in use for 30 minutes. The patient replaced infusion sets and resumed insulin successfully. No further information available.